Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the cgm and bg values; however, customer provided a bg of 600 mg/dl. Reportedly the customer switch out the cartridge and infusion site to treat high bg. The customer was hospitalized due to diabetic ketoacidosis with fever and was treated intravenously and given fluids. Patient was discharged from hospital on 6/21/20 with issue resolved and no permanent damage. A replacement sensor was sent to the customer.